Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that maxzero connectors cracked and leaking.

Manufacturer narrative:
Cancel (B)(4) as duplicates, as they were made in error.

Event description:
Cancel.